Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and a reservoir was used. The anti-reflux valve detach and fell into the reservoir. Another like device was used and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve is detached from the port and it&apos;s slit is closed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.